Manufacturer narrative:
Batch review performed on 3 november 2025: gmk-sphere 02.07.1202r tibial tray fix cemented s.2r (k090988) lot 1901597: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-jul-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0023r gmk-sphere femoral component cemented - 3+r (k140826) lot 1901886: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-jun-04. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a loose tibia and femur implants. At about 6 years post primary the surgeon revised the tibia, insert, and femur. The surgery was completed successfully. Lack of adherence to cement found. Non medacta cement was used during primary.